Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st mesh (device 1). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on (B)(6) 2018 and (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records and plaintiff profile form: (B)(6) 2018 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the implant of ventralex st hernia patch (device 1). Per op notes, "a ventralex st hernia patch (device 1) was placed to the fascia using prolene sutures." (B)(6) 2018 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the implant of ventralex st hernia patch (device 2). Per op notes, "adhesions were taken down, a ventralex st hernia patch (device 2) was placed to the abdominal wall using prolene sutures."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x2) on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.